Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was performed. The stylet could not passed through the connector pin due to distortion of inner coil within is-1 pin. The distortion of the distal conductor within the is-1 connector indicative of the connector pin being turned an excessive number of times during helix extension or retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of an right atrial (ra) lead the stylet was difficult to move / could not be extracted and got stuck in the lead lumen. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.